Event description:
It was reported that when using the bd pyxis¿ es server, htl process delay. All station unable to communicate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load process was delay and station was not communicating. A technical support specialist (tss) dialed into the server and found that the xml processing column was increasing. An error in the external inbound log indicated that the maximum number of processing messages had been reached, causing dequeue operations to be skipped. An attempt was made to restart the inbound processor service, but it was unable to restart and eventually stopped. Cpu usage was found to be high, so a server reboot was proposed and approved by customer. After the servers were rebooted, the inbound processor service resumed normal operation, and the xml messages began to decrease. A case update was emailed to customer, along with the root cause and corrective actions used in the issue. After speaking with customer, the issue was confirmed to be resolved. The system functioned as intended after the technical support specialist troubleshot the device.